Event description:
The pt underwent deep brain stimulation implant; during stage one surgery in 2006, he suffered acute ischemia in the right frontal lobe, which was diagnosed as cva secondary to dbs implant. He had rehabilitation; the pt received physical and occupational therapy and returned to baseline except for slight weakness in his lower extremity, which had been attributed to cva. At follow-up with the hcp via phone on 1/9/2008, the pt's daughter reported that the pt had fallen in 2007, and subsequently experienced left hip pain with an inability to stand or walk. Exam at the emergency room had revealed a fractured left-hip five days prior. The pt was admitted to the hospital two days later for left-hip hemiarthroplasty and experienced prolonged hospitalization secondary to left-sided weakness. Post-operatively the pt was confused; the confusion had been attributed to treatment with morphine, which was discontinued. The pt had been transfused with two units of blood for a reported drop in hemoglobin (pertinent test results were not available). The following day, the pt had been discharged to a rehabilitation center and then to a nursing home.